Event description:
Suture pulled out without t1 after t1 was deployed; and needle was pulled out. It looked like the suture knot became loose rather that the suture broke. Per malfunction report, t1 remains in the pt.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4)